Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. A strut from the most proximal stent strut row was lifted from the stent profile, no signs of damage to the rest of the stent. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured using snap gauge and the result is within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic total occlusion (cto) target lesion was located in a coronary artery. A 2.50x20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, it was noted that the proximal stent strut was lifted. The procedure was completed with another 2.50x20 synergy ii stent. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic total occlusion (cto) target lesion was located in a coronary artery. A 2.50x20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, it was noted that the proximal stent strut was lifted. The procedure was completed with another 2.50x20 synergy ii stent. No patient complications were reported and the patients' status was good.